Event description:
On (B)(6) 2012 it was reported that the vna patient has been having pain and was seen by the ent who diagnosed her with left vocal cord paresis. The neurologist requested that the lead be checked to see if it was damaged. It was later noted that the patient's diagnostics were within range. The paresis and pain were first observed the day after surgery and were believed to be due to the implant surgery that occurred on (B)(6) 2012. The pain and paresis occur all the time. The only intervention planned was voice therapy. No causal or contributory programming or medication changes preceded the onset of the events. The patient does not have a medical history of left vocal cord paresis prior to vns.